Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection and tibial loosening. Loosening occurred at the cement/implant interface. Cement manufactured by a competitor.

Manufacturer narrative:
Additional narrative: the received devices were forwarded to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product/lot combinations that would have contributed to the reported event. With the information provided, tibial loosening at the cement/implant interface cannot be confirmed, nor can the actual root cause be definitively identified. (B)(4) has been undertaken to investigate attune post operative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.